Event description:
It was reported that during a peripheral angioplasty treatment procedure a shaft fracture occurred. The lesion was located in the tortuous and severely calcified tibial/peroneal artery. Performed an atherectomy successfully in the peraneal artery. Performed kissing balloon with two other unknown balloons. Those balloon were removed intact. The 2.0mm x 30mm apex monorail balloon catheter was then used into the tibial peroneal area. A final balloon angioplasty was performed. Upon removal of this device the catheter shaft separated while inside a non bsc sheath. The physician was able to remove the sheath with the separated balloon inside it. The balloon was removed successfully. The procedure was then completed. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).